Event description:
Patient reports one of her pumps (sn (B)(4)) has a broken piece in back where the battery goes. Advised we would be sending the patient a replacement pump for the next day delivery. Patient reports no problems as a result of broken piece. No other information available. Dose or amount: 28 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6)2017 to present. Diagnosis or reason for use: pah.